Manufacturer narrative:
Product event summary: two (2) controllers (con406889, con411642) were returned for evaluation. One (1) battery (bat935938) was not returned for evaluation. No device malfunction was reported against the controllers; therefore, the purpose of this investigation is solely to evaluate the devices conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the controllers from performing as intended. Failure analysis of con406889 revealed that the controller passed functional testing. Visual inspection of con406889 revealed contamination within both power ports of the controller. Review of the controller log files associated with con406889 did not reveal any anomalies within the analyzed period. Failure analysis of con411642 revealed a bent pin within power port one (1) of the controller. The bent pin did not allow a power source to be connected to the controller. Visual inspection of con411642 also revealed contamination in power port one (1) of the controller. Log file analysis revealed that the controller, con411642, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file associated with con411642 revealed instances logged on 26/jul/2021 involving bat935938, where the battery's relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. Review of the log files associated with con411642 revealed a reactivation event logged on 26/jul/2021 on 06:34:09 due to an open phase in the front stator, followed by a subsequent vad disconnect alarm at 06:34:10 indi cating a physical disconnection of the driveline from the controller, likely due to a controller exchange. The battery was lubricated prior to release. Based on risk documentation and the available information, a possible root cause of the observed reactivation event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection during a controller exchange. The most likely root cause of the observed vad disconnect alarm can be attributed to a phy sical disconnection of the driveline from the controller, likely during a controller exchange. The most likely root cause of the observed contamination within the controller connectors event can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, potentially due to a bent pin and contamination within the power port. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial #: con411642 UDI #: 00888707000420 d9: yes, return date: 02-aug-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 06-may-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04034, g0403401, g04035 h6: FDA device code(s): a12, a18 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0706, c04, c15 h6: FDA conclusion code(s): d01, d02, d11, d15 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial #: bat935938 UDI #: 00888707008778 d9: no h3: yes h4: mfg date: 28-apr-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two controllers were returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. The m anufacturer also received product performance data and the battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use. No patient complications have been reported as a result of this event.